Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, since the device was not returned for analysis, a definitive cause for the reported deflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The nc trek rx 3.5 x 20 mm balloon dilatation catheter was being used for post-dilatation but the balloon could not be deflated after the first inflation at 18 atmospheres. It was reported that the balloon was inflated a full two minutes. The balloon could not be successfully deflated. The bdc was eventually pulled into the guide catheter on the guide wire and was removed from the anatomy while inflated. Although there was a reported procedural delay, there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4).